Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that a heparin infusion (25,000unit/250ml bag) was hung at 1411 on (B)(6) 2022 to run at a rate of 10ml/hr. However, the bag was found empty at 1930 and the entire bag reportedly infused over a period of about five hours. It was noted that the patient was also receiving a normal saline (ns) infusion at 75ml/hr. According to the customer's analysis of alaris infusion reports, the infusions of heparin and normal saline may have gotten crossed (ns ran at 10ml/hr and heparin ran at 75ml/hr). The customer further noted that two infusions' tubing lines were possibly threaded incorrectly; the heparin running through the channel programmed for ns while ns running through the channel programmed for heparin. There was patient involvement but no harm.